Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during the procedure. The procedure was completed after restarting the system. Customer reported to philips that the system was unable to emit x-rays. Later, the customer informed that issue was resolved after restarting the system. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was requested by the customer. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system after restart, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system could not emit x-ray.the device was in clinical use at the time of event. No harm to the patient or user was reported.philips has started an investigation of this complaint.